Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 52 mg/dl. Troubleshooting was done for cosmetic damage. It was unknown whether the customer was using auto mode feature at the time of reported low blood glucose event or not. No further details given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted. (B)(4).